Manufacturer narrative:
Batch review performed on 04 december 2018. Lot 164018: (B)(4) items manufactured and released on 05 september 2016. Expiration date: 2021-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on dec 7, 2018: anterior tibial tray subsidence in cemented tka 1, 5 years after primary operation. The reasons may be insufficient covering of the tibial plateau, perhaps due to a particular anatomical shape, or secondary mechanical deficiency of the supporting bone. This problem cannot be ascribed to an implant malfunction.

Event description:
The patient came in 1 year and 7 months after primary surgery due to instability, caused by the subsidence of the tibial tray. The surgeon revised the tibial tray and insert. The surgery was completed successfully.

Manufacturer narrative:
On january 30, 2019 the surgeon informed us that the patient had severe osteoporosis: as a consequence, the medical affairs director updated his clinical evaluation as follows: anterior tibial tray subsidence in cemented tka 1.5 years after primary operation. The reasons may be insufficient covering of the tibial plateau, perhaps due to a particular anatomical shape or secondary mechanical deficiency of the supporting bone, reportedly due to intervened severe osteoporosis. This problem cannot be ascribed to an implant malfunction.